Manufacturer narrative:
The investigator considered the event of craniotomy site infection, grade 3/severe in intensity as not related to pembrolizumab or placebo, possibly related to study device, not related to temozolomide and possibly related to study procedure. As per the investigator, the craniotomy site infection was possible secondary infection from wound site due to previous study device (ttf use). In the opinion of investigator, the event was related to subject's primary study condition of gbm. Based on review of available data, the sponsor assessed the event in agreement with the investigator. Given the prior craniotomy and the use of the study device over the surgical site, a causal relationship with the device cannot be excluded, as may compromise local skin integrity and increase susceptibility to infection. As per the sponsor, the device is not known for causing severe and serious wound complications/wound healing disorders. Therefore, medical device site infection is an unexpected event for the study device as per the current reference safety information. After reviewing the clinical details of the index case and analysis of similar previous cases, the sponsor does not believe that any changes to the conduct of the clinical trial are warranted. The company will continue to monitor these, and other serious adverse events reported in association with the imp and will communicate any relevant changes to the protocol, informed consent form, investigator's brochure, and/or core safety information.

Event description:
A 42-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025, as part of f the protocol ef-41/ keynote d-58: "a phase 3, randomized, double-blind, placebo- controlled study of optune® (ttfields, 200 khz) concomitant with maintenance temozolomide and pembrolizumab versus optune® concomitant with maintenance temozolomide and placebo for the treatment of newly diagnosed glioblastoma. While enrolled, the patient experienced the serious adverse event of craniotomy site infection which required hospitalization. On (B)(6) 2025, the subject was randomized into the study. On (B)(6) 2025, the subject presented with rigors, temperature at 35 degrees celsius and signs suggesting infection of craniotomy site and was advised to be reviewed in the emergency department. On the same day, the subject was admitted in the hospital for assessment. CT head scan results showed no definite abscess demonstrated, there were a couple of locules of gas within it and some gadolinium enhancement, however, this was all expected at this stage approximately 10 days post operative. On the same day, MRI head showed a small area of diffusion along anterior aspect of surgical cavity, which may represent postoperative hematoma rather than infection, no discrete abscess was identified. Crp blood test was performed however results were not available at time of this report. On (B)(6) 2025, crp was noted to be 117 and urine dipstick did not show urinary tract infection. The subject received drug treatment for this event. However, no medication was reported at the time of this report. Treatment with study device was temporarily interrupted due to this event. Action taken with pembrolizumab/placebo, and temozolomide was not applicable. If the event subsided or not after the interruption of study device was reported as not applicable at the time of this report. On (B)(6) 2025, the event was considered as resolved and on the same day, the subject was discharged from the hospital. Initial information was received on december 19, 2025.

Manufacturer narrative:
On january 09, 2026, novocure received additional information from the study site. Serious adverse event (sae) term was updated from "craniotomy site infection" to "viral episode". Relationship with study device was updated from "possible" to "not related". Sae description was updated noting that following several tests, it was confirmed that it was not a wound infection and was labelled as viral episode. Follow-up information affects causality, expectedness, and reportability assessment of the event for study device and does not affect the causality, expectedness, and reportability assessment of the event for pembrolizumab or placebo or temozolomide. This event is not classified as an expedited report (usade) for study device. This report is a downgraded usade report for study device. This event is not classified as an expedited report for pembrolizumab or placebo and for temozolomide.